Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. A radiograph was provided and alleged event was confirmed. It is unknown if patient followed post-operative restrictions or suffered a fall. Patient's bone quality is unknown. No root cause can be confirmed at this time. Labeling review: "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..." "...warnings, cautions and precautions: if healing is delayed, or does not occur, the implant may eventually loosen, bend, or break..." ¿...patient education: the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components..." ¿...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration..."

Event description:
A patient underwent a cervical spinal fusion procedure at c4-c7 levels on (B)(6) 2020. Two weeks postoperatively, radiographs revealed a screw had backed-out of the plate. No revision procedure has been scheduled at this time.